Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage.

Event description:
A patient reported they experienced the events of ¿silicone implants have been recalled¿, ¿causing medical issues¿, ¿constant headaches¿, ¿breasts are leaking what seems to be a liquid substance¿, ¿have extremely bad inflammation throughout my body¿, and ¿chronically fatigued¿ this record relates to the left side. The device remains implanted.

Event description:
Device has been explanted.